Event description:
The customer reported an issue of " air circulation not working properly. Restriction on lens cleaning channel" . The issue was found during maintenance. There was no patient involvement. During testing and inspection of the returned device, it was discovered that there was foreign matter protruding from the air/water nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned to for evaluation. The customer¿s allegation of "air circulation not working properly. Restriction on lens cleaning channel" was confirmed. Device evaluation found there was an obstruction of a plastic like material found in the air/water nozzle, causing a restriction or blockage on the lens cleaning channel. This condition noted to be due to insufficient reprocessing, handling issue. Furthermore during device inspection, the following findings were identified : the insertion tube protector rubber was missing, the control body side cover had damage, the angulation in the right direction was out of specification, the air channel had evident blockage, the water flow was not to specification, the water removal was not up to specification, and the water channel volume had blockage evident. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. The customer provided the following information with regards to the device: it had been used in a clinical procedure. The device did not malfunction during procedure. The device was sterilized prior to sending to olympus for repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material could not be established. The event can be detected and prevented in accordance with the following IFU. The instruction manual cf-ez1500dl/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.